Event description:
On 4/19/2022 it was reported by a distributor via email that an ar-8926ss knotless tightropes suture was cut during surgery. This occurred during a procedure. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. The contribution of the device to the reported event could not be determined as the device was not available for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).